Event description:
After bd IV catheter was used on a patient, the needle failed to retract. The IV catheter was turned over to infection prevention staff member and shown to have the button in depressed position.======================manufacturer response for bd IV catheter, (brand not provided) (per site reporter).======================this event was reported to me by program manager, infection prevention. He had contacted bd rep himself and has not provided me with any other information. The rep was to pick up contaminated IV catheter and ship to manufacture for analysis.